Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, red particles in the shell, black mold like appearance, one opening curved on the posterior and total delamination on the plug strap disk shell. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior and total delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease sharp opening due to fold flaw opening and total delamination on the plug strap disk shell (adhesive failure). Reason for reoperation is deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.